Event description:
It was reported to teleflex medical that during a procedure using a capio suture, the bullet portion broke when the surgeon was trying to place it. The bullet was removed successfully from the pt. Minimal add'l surgery time required. Surgeon acquired another needle and finished out case. Pt in fine condition.

Manufacturer narrative:
The remaining suture from the procedure was not saved for evaluation by the manufacturer. A lot number was not provided for the report. A DHR evaluation is currently being performed on lot numbers based on shipping history and will be provided on a follow up report.